Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the patient underwent sling implantation to treat stress urinary incontinence and cystourethrocele. It was reported that patient underwent suburethral sling removal due to erosion, pain and infection on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient has had urge incontinence, stress urinary incontinence, constipation and urinary tract infections during the past twelve months after mesh removal in (B)(6) 2010. The patient was diagnosed with acute cystitis, obstruction of ureter [uretal stone] and hydronephrosis in (B)(6) 2011 and underwent ureterolithotripsy and uretal stent placement. No additional information was provided. (B)(4) - constipation; cystitis; ureter; hydronephrosis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.